Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hardware and software were evaluated and upgraded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system gave error messages resulting in system reboot. No pt serious injury or death was reported related to this event.